Event description:
During an in-clinic follow-up, failure to sense was detected on the atrial lead. A lead revision was performed to resolve the event. The patient is stable and will continue to be monitored.

Event description:
Additional information was received indicating that the lead became dislodged due to patient anatomy and helix damage was observed.